Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, v sensing integrity counts up to 83; vt-ns episodes collected due to lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-sustained high rate events of noise and oversensing short interval counts (sic). High superior vena cava (svc) impedance was noted on transmission. In-office evaluation observed erratic pacing impedance and. It was undetermined if the noise was due to a fracture or a connection issue with the implantable cardioverter defibrillator (ICD) device. Reprogramming was performed. The lead and device remain in use. No patient complications have been reported as a result of this event.